Manufacturer narrative:
The events occurred on an unspecified dates during (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced abdominal infections ¿repeatedly¿. The cause of the events was not reported. The patient was hospitalized for the event and was treated with unspecified anti-inflammatory drug injections and infusions for the events (no further details). At the time of this report, the patient remained hospitalized and was not recovered from the event. On an unreported date at the later stage of treatment, pd therapy was discontinued. No additional information is available as the reporter declined follow up.